Manufacturer narrative:
Based on the additional information received, g4 in the initial regulatory report should be corrected to (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had notified their healthcare provider about the issue, they were seen in december, and the voltage was lowered. When asked to clarify the ¿5 of the connectors not working¿ issue the patient reported their urgency came back, shut off device for 2 weeks, and no change in urgency. When asked for the cause of the implant not functioning, 5 connectors not working, and shocking issues the patient reported that early in (B)(6) the urgency came back more so, and they called their healthcare provider. The patient continued that they fell on (B)(6) and met a representative on (B)(6). When asked for the steps taken to resolve the issues the patient reported the representative re-routed and set up a few programs to work around the dysfunctional connectors. When asked if the issues were resolved, the patient stated it was not and they met with the representative on (B)(6) to check the installed programs and they agreed to shut off and try to determine if a ny difference, it was shut off 2 weeks (december 8 ¿ 22, 2019) with no difference. No further complications were reported.

Event description:
Additional information received from a patient. Patient did see a rep from manufacturer in (B)(6) 2019 who indicated that the device was getting low in battery and had five electrodes that werenot working. This rep re-routed the path and found a few programs that would work. The rep had shown doctor the newest device that had more programs and looked like a cell phone and likely hcp would be eligible for the newer device. Patient seen this same rep on (B)(6) 2019 as patient needed to try another program and this rep indicated they were programmed in my device. Hcp had thought rep had to put the program in and couldn't find my notes from (B)(6) that listed the programs they could use. The rep also indicated on (B)(6) 2019, after my questioning as to whether the device was really functioning as she was still having over active bladder issues. She agreed that yes try without the device. Patient did shut this device off on (B)(6) 2019 for two weeks and experience no difference. On (B)(6) 2019 patient saw doctor and indicated to him the device was shut off for two weeks . The doctor put the program on a low voltage. Patient did see a medtronic's rep on (B)(6) 2020 who changed the program as patient was questioning whether the device was working. Patient have problems waking up at night every two hours to go to the bathroom. The device is now at program 3, 1.6 and will try this program now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date manufacturer received should be nov. 14, 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had met with the manufacturer¿s representative who did some reprogramming because the implant was not functioning as it should. The issue started in (B)(6) 2019. The patient stated that they were given new programs for the implant but they were not working. They were waking up every 2 hours to go to the bathroom. The patient also noted that ¿of the connectors weren't even working¿ as they still had the same problems of getting up to the bathroom. They stated that the representative was able to ¿reroute it¿ and gave them 4 new programs but they went through them and was now ¿back to square again with the implant¿ because they were going to the bathroom every hour. The patient also reported that they had tried a different program and was at "2.8 and it gave me a shock" and noted that it did not work now. This had happened within the last month ((B)(6) 2019) and they shut the device off. The patient had contacted their healthcare professional (hcp) and was going to have a follow up appointment. There were no further complications reported or anticipated.